Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated the unicel dxi 800 access immunoassay system for two patients. Patient a: a sample from this patient was tested for accu tni and a result of 13.2 ng/ml was obtained. A fresh sample collected from the patient gave a result of 40.49 ng/ml. Both samples were re-tested on the next day and 2 results of 0.10 ng/ml were reported out of the lab. Patient b: an initial accu tni result was 0.78 ng/ml. The original sample was re-tested and a result of 0.07 ng/ml was reported out of the lab. The erroneous results were not reported out of the laboratory. The customer has not received report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimens were collected into greiner lithium heparin pst tubes and centrifuged at 3,000 rpm for 4.5 minutes. Per customer, there was no visible fibrin in any of the samples that produced erroneous results. Samples are aliquoted and re-spun in an ultra-centrifuge for 5 minutes before repeat testing. Qc was within specifications and no errors were posted to the event log. The customer does not believe this is an instrument issue and declined service. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.